Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to the emergency room following a high voltage therapy episode, noise was observed on both the atrial and ventricular channels.